Manufacturer narrative:
The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients ipg would not hold its charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.